Manufacturer narrative:
Deice evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation with mentor memorygel, 450cc silicone breast implants which the patient experiencing capsular contracture baker grade IV and rupture on the left side, and right sided capsular contracture baker grade ii after implantation. Patient also experiencing pain, fever, redness, and swelling. The report indicates, patient had primary implant surgery on (B)(6) 2016 then patient had an infection on the left implant after day of implantation then the original doctor took the left implant out and put back in. Same implant was used and now patient still has original implants in her since and now she has capsular contracture on left implant baker grade IV which confirmed by the doctor. As a result the patient underwent bilateral capsulectomy and replacements as follow: left replaced with cat#: 3506001bc , sn#: (B)(4), and right replaced with cat#:3506001bc, sn#: (B)(4) on (B)(6) 2020. This report relates to right prosthesis.

Manufacturer narrative:
On november 4, 2020, additional information received indicated that the lot number for the right side is 7298554 no serial number reported per this report the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).